Event description:
The hosp reported that during the saphenous vein harvesting procedure, two vasoview 7 units were found to have no co2 flow. A replacement device was used to complete the case. No pt complications were reported. On 3/29/07, the investigation found out that the device problem was distal insufflation failure. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: from the investigation, the device does not meet distal insufflation flow rate specification; complaint is confirmed for co2 flow issue.